Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported not knowing if the reported readings were obtained within 10 minutes, or if they ate between readings.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 71 mg/dl, 400 mg/dl, 26 mg/dl, 366 mg/dl, 66 mg/dl, 435 mg/dl, and 129 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.